Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(4). The field service specialist (fss) visited customer site and the reported error issue was not confirmed. The system was pulled and the surgery center was supplied with a loaner system. The loaner system met all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2011 (error getting version strings from instrument host) occurred with the whitestar signature system. It was reported that in troubleshooting, another signature system was used. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The field service specialist (fss) visited customer site and upon inspection of the unit, the reported issue was not confirmed. Fss preventively replaced rohs kit (cable assembly, versalogic printed circuit board assembly (pcba), monitor pivot, power supply 2b rohs programmed module, 2b rohs signature monitor). Fss performed the field service checklist, which the system passed all functional tests and it was found to meet amo specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.